Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow the shuntassistant® 2.0 operating slight outside the acceptable tolerances. The progav® 2.0 valve operates within the accepted tolerance. Results: first we performed a visual inspection of the progav® 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. The opening pressure of the shuntassistant® 2.0 was significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav® 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. There were no visible deposits observed inside the valves, but bloody liquid in the catheter. Based on our investigation, we confirm that the valve was operating in an over-drainage state at the time of our investigation. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem the surgeon suspected an underdrainage. Patient informations: age: (B)(6) years, height: 162 cm, weight: (B)(6) kg, gender: female, implantation: (B)(6) 2019, removal: (B)(6) 2020.